Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704. Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to aseptic loosening, pain, and stiffness. Date of implant: (B)(6) 2013. Date of revision: (B)(6) 2022. (Left knee). Treatment: revision; femoral component, tibial, and insert were removed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device 545050501, lot#: 3622286. And no non-conformances/manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (the device code loss of or failure to bond is being reported again to capture the updated code from implant loosening: interface - unknown to implant loosening: interface - cement to implant.)

Event description:
Operative notes indicated that "on (B)(6) 2013, the patient had a left total knee implant to address osteoarthritis of the left knee. Depuy components, including depuy patella were used during this procedure. On (B)(6) 2022, the patient had a revision left total knee to address failure of fixation of the tibial component. The components implanted were depuy, the indications for surgery included: tibial tray loosening, tibial tray settling into varus, pain, deformity of the leg. During the procedure the surgeon observed that the tibial tray had debonded from the cement and settled into varus. The femoral component was well fixed, but revised to facilitate exposure. Medical records from (B)(6) 2022 state the patient had a left sigma knee (B)(6) 2008 and an attune total left knee done on sep 2013. The september left knee is collaborated with other medical records, but the knee mentioned as being done in 2008 is either the other side or typo, as it does not match the initial operative notes for the patient."